Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tubing leaked occurred while normal saline was infusing to a patient. The patient noticed liquid dripping from IV pump and called for rn. Rn found there was a pin point size hole in the soft part of the tube distal to the upper hard blue plastic that sits inside the pump. No medication was lost. The rn removed the damaged tubing and replaced it with new IV fluid and IV tubing